Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the tc50 had an audio failure. It was confirmed that the device had no sound. There was no patient injury/harm reported.